Manufacturer narrative:
The technician replaced the missing rivets to repair the stretcher.

Event description:
Info received indicates, the siderail is not latching due to four missing ratchet rivets on the top rail.